Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3: partial date of nov/2024 provided. Clarification to d6a: partial date of 2010 provided. Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Event description:
It has been determined that the device associated with this complaint is not manufactured by abbvie. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.